Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a hardware malfunction of one or more of the replaced components. Service was sent to the customer site. The field service engineer inspected the instrument and replaced the mixer and the buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erratic ise (ion selective electrode) results were generated on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The customer did not provide data.